Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a small hole that was seen at the end of the cartridge while inserting the cartridge into the eye. There was no patient injury reported. Customer indicated that the lens was folded and appeared normal but had some more resistance when pushed up. Therefore, upon attempting to insert into the eye the doctor felt too much resistance and the iol was not inserted. Under the microscope the cartridge end appeared to be torn. Another iol of the same model was inserted without any problems. Post operative vision is 1.2 without correction. The patient is satisfied. No further information provided.